Manufacturer narrative:
During power up, the unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self tests due to the pump error 43. Thus, software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 43 alarm on (B)(6) 2025 19:20:49.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage.. In conclusion, unable to verify rewind due to pump error 43 during testing and pump error 43 alarms in the pump history confirmed due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received pump error alarm 43-an error in the motor was detected by reading unexpected value from hall sensor. The customer reported no adverse event. The event involved product mmt-1805. Troubleshooting was not performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.